Event description:
Report received of a splash of contaminated suction liner contents. It was reported that during the cleaning of the or suite, the housekeeper was splashed with the content of a suction liner. The splash occured during disposal of the suction contents. The suction liner content and extent of the splash were not specified. There were no reports of any adverse effects. Though requested no additional info was provided.